Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that 600 bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes experienced cracked tubes which was noted during use. The following information was provided by the initial reporter: the packets inside the case were in loose condition and tubes were unsealed and broken too. No sample/ picture available for this complaint .